Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the power switch overlay. The customer replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit declared an error 1105 alarm light emitting diode (led) failed. There was no patient involvement. Event date not specified: estimate used.